Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected failed battery test alarms noted. Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unit received with stained end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's father reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The caller also reported that numbers were scrolling on the screen. Caller stated that they removed the battery and received a failed battery test. Blood glucose level at the time of the incident was 241 mg/dl. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.